Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flowmeter. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not generate flow. Per follow up information received via email on 05apr2024, device would be repaired in the hospital by crs. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not generate flow. Per follow up information received via email on 05apr2024, device would be repaired in the hospital by crs. Once done, paperwork would be uploaded to smx so you can see what was done to solve the problem. No patient involvement.